Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to frequent low flow alarms. The patient had a trans-thoracic echocardiogram, transesophageal echocardiogram, and their blood pressure measured. An echocardiogram and a computed tomography (CT) angiography confirmed that there was limitation at the outflow graft area. The decision was made to complete an elective revision of the outflow graft. Due to hemodynamic instability and general clinical condition, the patient was connected to veno-arterial extracorporeal membrane oxygenation (va ECMO) to stabilize the patient prior to the operation. The patient became hemodynamically stable without neurological deficit. The patient had spontaneous breathing with recovery of end-organ function, without any active alarms. The revision surgery was planned for the end of the week of (B)(6) 2022 or the beginning of the following week. Blood labs revealed sign of impairment and recovery of end-organ function.

Manufacturer narrative:
Section a2: patient age estimated based on age at time of implant. Manufacturer's investigation conclusion: although narrowing of the outflow graft was observed through the submitted images; the specific type of outflow graft obstruction could not be conclusively determined as no outflow graft material was returned with heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Review of the log files provided by the account confirmed low flow alarms; however, a direct correlation between these events and the outflow graft narrowing could not be conclusively established. Additionally, a direct correlation between (B)(6) and the reported hemodynamic instability could not be conclusively established. (B)(6) was returned assembled with the driveline (dl) severed approximately 2¿ from the pump nipple housing. A distal portion of the dl was returned measuring approximately 33.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The bend relief collar was returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The evaluation of the external portion of the driveline revealed damage to the silicone jacket. Although some of the observed damage appeared to be consistent with the damage confirmed under MFR# 2916596-2020-02673, additional areas were noted indicating the damage had progressed. Visual inspection revealed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured under MFR# 2916596-2020-02673 and MFR# 2916596-2022-00463. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. B and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump flow. This section explains that pump flow is estimated from pump power. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transferred to a different hospital and on (B)(6) 2022, the pump was exchanged.